Manufacturer narrative:
Correction: d9 additional information: d9, h3 and h6. D9: the device was not returned on 04/19/2021; however, the correct date the device was returned for evaluation on 04/21/2021. H10: one device was received for evaluation. During visual inspection a separation was observed between the male luer lock and the tubing. A pull test was performed by applying 5.0 pounds minimum required per specification to all joints of the set, and the device functioned according to product specifications. The reported condition was verified. The cause of the condition could not be determined. The second device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) one-link non-dehp y-type microbore catheter extension set separated. It was further reported, the ¿end of bifuse tubing snapped off (male luer lock adapter no longer attached to bi-fuse)¿. Both patients had unspecified fluids infusing at the time of the incident. There was no report of patient injury or medical intervention associated with this event. No additional information is available.